Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report #1627487-2014-12469. It was reported the pt is having difficulty urinating and she is using a catheter since the implant procedure. Follow up revealed the issue has resolved and the catheter was removed.